Event description:
Meter name: sure step, strip name: sure step test strips, meter code: 9, strip code: 9, strip storage: sorted correctly. Symptoms: none. A patient reported the pt got into a car accident. The pt's meter allegedly was inaccurately high. The result on the pt's meter was 120 mg/dl. The result from the lab was unknown. The time difference between patient's meter and the lab is unknown. Treatment was unknown. Customer got into an auto accident a year ago, after hearing news settlement, feels something is wrong with the meter. No further information has been reported.